Manufacturer narrative:
(B)(4) most likely underlying root cause of malfunction user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 80-100mg/dl fasting. Verified the strips expire 10/23/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 60mg/dl and 59mg/dl not fasting. Reviewed meter memory: 1:54mg/dl (B)(6) 2015 10:00:00 am fasting:no. 2:42mg/dl (B)(6) 2015 09:00:07 am fasting:yes. 3:47mg/dl (B)(6) 2015 08:00:00 am fasting:yes. 4:171mg/dl (B)(6) 2015 08:00:00 am fasting:yes. 5:54mg/dl (B)(6) 2015 08:00:00 am fasting:yes. No adverse event reported.

Event description:
Consumer complaint of low blood results. Expected fasting blood glucose test result range is 80 to 100 mg/dl. Customer feels well and observed no symptoms. Med intervention is not required at this time. Currently taking medication and insulin to manage diabetes. Back to back blood test performed which produced results of 60 mg/dl and 59 mg/dl. Verified storage of product is within instructed specification. Test strip lot MFR's expiration date is 10/23/2016 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.